Manufacturer narrative:
The instruments associated with this report were not returned for examination. Photographs of the instruments reported reveal damage from repeated impacts to the sides of the instruments from normal to heavy use. From previous examinations it is known the impact damage can create sharp burrs. Based on the provided lot codes the instruments were manufactured in may 2011, april 2013 and two in july 2013. It was further reported that the damage noted by the user was contributed to wear and tear. The damage noted in the product photographs is consistent with repeated use over time. The root cause is attributed to wear out. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach handles are sharp.